Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. The customer's blood glucose (bg) was approximately 700 mg/dl. Reportedly, the customer did not observe leaking in the cartridge. Although requested, no additional information was provided by the customer.